Event description:
It was reported when an asymptomatic patient presented in clinic for normal follow up, externalized conductors were observed. The pace/sense impedance slightly increased. The lead was successfully explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.